Manufacturer narrative:
Clarification to b3 date of event: partial date of alcl diagnosis was provided as "(B)(6) 2020". It is unknown when the patient began experiencing the reported events. Clarification to d6a implant date: partial date was provided as "1996".

Event description:
Patient representative reports patient was diagnosed with bia-alcl, "suffers from bia-alcl and mental anguish and fear related to their diagnosis", and "pain". Histopathological markers cd30+ and alk- have not been received. Patient representative also reported the following events, which are not device-related: "fatigue", "aggravation of depression and anxiety", and "suffer from related reconstruction injuries and related sequelae and emotional distress". This relates to the left device. Device has been explanted.

Event description:
Patient representative reports patient "suffers from bia-alcl and mental anguish and fear related to their diagnosis as well as pain, fatigue, aggravation of depression and anxiety, and other physical and emotional manifestations and related sequelae that are severe and ongoing. In addition, since patient had to undergo further surgery to explant their biocell implants, they suffer from related reconstruction injuries and related sequelae and emotional distress". Histopathological markers cd30+ and alk- have not been received. Device has been explanted. This relates to the left device.

Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested due to legal report. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.